Event description:
No additional event information to report at this time.

Manufacturer narrative:
Visual examination of the provided pictures identified the threaded end of the inserter has fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed based on the evaluation of the provided image. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign: australia customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the thread snapped on the g7 straight inserter handle when impacting the definitive cup. No known impact or consequence to the patient. It was reported that no further information is available.